Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. It was also reported that the infection was related to kidney dialysis port and the patient was put on intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.